Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient details were not displayed. The technical support specialist (tss) accessed the ahpxesapp01 server and reviewed patient visit ids in system. Found the original admission, discharge, and transfer (adt) patient discharged and temporary records expired after 4 hours due to no reconciliation, which is expected behavior. Verified facility settings for retention and raised product support engineer (pse) consult. The tss informed the customer and provided the user guide on reconciliation. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not showing on pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not showing on pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.